Event description:
Customer reported, a pin hole size opening above the safety clamp fitment that was leaking primary fluid. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of pin hole leak was verified near the lower fitment of the silicone segment. The cause of the pin hole could not be determined. The lot number was not identified; however, based on the set's smartsite laser number the manufacturing database was reviewed; no quality issues were noted during the identified production build period of this model.